Event description:
(B)(6): customer reports via phone to product monitoring, their screen froze during an unknown pt procedure. Pt age and gender are unknown. Pt was moved to back-up room where a portable fluoro c-arm was used to complete procedure without incident. No injures were reported.

Manufacturer narrative:
Field service engineer (fse) troubleshot complaint of screen freezing and replaced a faulty x-ray console. Fse verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual and returned the system to service.